Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled generator upgrade, significant lead to can abrasion was observed on the lead in the pocket. No electrical anomalies were noted. Lead was capped and replaced with no issue. Patient was stable after the procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2015 due to fracture.